Event description:
Over the last 2 1/2 years, I have had 6 pairs of custom orthodics, 2 from footsolutions, 2 from (B) (4) and 2 from advanced orthodics but pair has gotten worse since 2007. I have had 6 paris of orthodics made. With all of them, the pain never went away. I went back to each place of purchase several times for adjustments but they still did not solve my problems. None ever refunded my purchased. I finally got frustrated by keep going back. Dates of use: 2007 - present. Diagnosis or reason for use: foot pain.